Manufacturer narrative:
The moss miami single innie final tightener (product code: 2797-12-600, lot number: unknown) was not returned to the customer quality unit (cqu). While it was initially identified that the instrument was available, three requests for its return were made without the sample or a tracking number being returned. A review of the device history record (DHR) could not be performed on the moss miami single innie final tightener (product code: 2797-12-600, lot number: unknown) as no lot number was provided. Since this part was not returned, no lot number could be taken directly from the sample. Without the lot number, no review of its manufacturing records could be completed. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument worn out during procedure and not fit for purpose